Manufacturer narrative:
The affected device was analyzed by dräger service. During the log analysis the reported problem could be confirmed. The stored error code indicates an unacceptable deviation between measured turbine rotation speed and the set value will be recognized during ventilation. The root cause was determined to be a faulty motor blower. After replacement of the motor blower a full functional test of the device passed without deviation. In such a case the high priority alarm "device failure !!!" Is generated and the ventilation stops. During this time an emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device failed. No injury was reported.